Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd tube was underfilled. The following information was provided by the initial reporter: "no. Unknown batch no. Unknown. It was reported that tubes are losing the vacuum halfway through drawing blood. ¿we have been experiencing a problem with the new blood tubes losing their vacuum halfway through drawing blood. A nurse started to notice this and brought it to my attention. I have asked that they start documenting the tubes and lot numbers. This example below is a blue top tube with lot number, however they have also noticed this issue in green top tubes and purple tops¿."